Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the unicel dxi 800 access immunoassay system for one patient. A patient sample gave an accutni result of 2.39 ng/ml and 0.80 ng/ml and upon repeat it gave results of 0.92 and 0.46 ng/ml. The erroneous results were not reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected to this event.

Manufacturer narrative:
Qc performed prior to and after the erroneous results was within the customer's established ranges. A field service engineer (fse) was on-site (B)(4) 2009. A system check performed failed and one aspirate probe failed the aspiration test. Fse cleaned the aspirate probes, replaced the aspirate probe tubing and performed precision pump modification. System check was performed again and passed. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.